Event description:
It was reported that a patient presented with cardiac perforation and lead dislodgement. The patient felt chest and arm pain after he tripped over his dog. Lead dislodgement due to poor capture and sensing was suspected. Chest x-ray confirmed lead dislodgement and noted cardiac perforation. The lead was repositioned. The patient did not have any complications due to procedure.